Event description:
It was reported when using the bd pyxis medstation es system new medication orders were not crossing. The customer added that this malfunction caused a delay in dispensing medication to patient. However, there were no adverse events or injuries reported based on this event.

Manufacturer narrative:
Upon investigation of the actual device used in this incident it was determined that there was a sync down issue. The technical support specialist rebooted the station to resolve. A supplemental will be created if additional information received from the customer. The system functioned as intended after the technical support specialist troubleshooted the device.